Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was whole tube push off non-patient end of needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during the blood collection operation for the patient, it was found that the tube was pushed off (held by hand/popped off and reinserted the blood collection needle). Blood sampling was normal after replacing a purple tube, and no adverse events were caused due to timely detection."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: (B)(6) 2022. H.6. Investigation summary: bd did receive 2 samples from the customer in support of this complaint. The 2 returned samples along with 10 retained samples from the bd inventory were functionally tested and the issue of tube push off was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the returned and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was whole tube push off non-patient end of needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during the blood collection operation for the patient, it was found that the tube was pushed off (held by hand/popped off and reinserted the blood collection needle). Blood sampling was normal after replacing a purple tube, and no adverse events were caused due to timely detection."